Event description:
A report was received that the patient will undergo an ipg replacement because the battery was failing.

Event description:
A report was received that the patient will undergo an ipg replacement because the battery was failing.

Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was to be able to accomodate additional leads. No device malfunction was suspected. No further course of action as of this time.